Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that he low profile abutment was placed in the implant and was uploaded with the crown. Patient came to the clinic some days later due to crown mobility. When doctor was trying to adjust the crown it was noticed that the crown was not the one loosen, it was the low profile abutment. The low profile abutment came out with the crown screwed. The abutment had been placed with 20 ncm torque. It was replaced with other abutment.

Manufacturer narrative:
After additional information was received on may 26, 2021, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. This is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. Zimmer biomet complaint number (B)(4).

Event description:
Doctor has reported the screw that passed through the crown to the abutment (lpctsh) fractured and had to be removed.